Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly also, moisture damage was found on the motor, keypad, battery tube and vibrator assembly. Unable to verify excessive no delivery due or verify button keypad unresponsive due to blank display. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and the screen fluctuates from light to dark. Customer indicated that changing the reservoir seems to resolve the issue. Customer also indicated that the numbers scroll when a bolus is attempted. Customer does not recall any significant events leading to the error. Troubleshooting was able to assist for keypad anomaly. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.